Manufacturer narrative:
(B)(4). The user visually observed the saline bag refilling with dialysate during recirculation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility reported a saline bag back filled during recirculation mode. The amount of time the system was in recirculation was not known. A patient was not connected to the machine at the time of the incident. It is not known if there were any occlusions to the drain. The drain line and the drain height were within specification. Functional testing performed by the biomedical engineer confirmed the unit was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported.